Event description:
It was reported that the patient presented with chest pain approximately 2 days post implant. A pericardial effusion was noted. A total of 500cc of blood was removed from the pericardial space and the lead was repositioned to the septal wall. Post repositioning, a chest tube was added to drain any additional fluid. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.